Event description:
It was reported that this pacemaker had exhibited some farfield oversensing of ventricular activity in the atrial channel. Technical services (ts) was consulted and recommended reprogramming options. This pacemaker remains in service. No adverse patient effects were reported.